Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: (B)(4) implantable pacemaker/cardio/defib implanted 2012-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had small r-waves and high thresholds. The pace/sense portion of the lead was capped and replaced. However, both shocking coils on the high voltage portion of the lead remain in use. No patient complications have been reported as a result of this event.